Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Interrogation revealed stored episodes of auto mode switch entry on the pulse generator, with loss of atrial capture. The patient was asymptomatic. The physician elected to take no action at this time and would continue to monitor the patient.